Event description:
It was reported that the device was displaying error code 41786. The event occurred during routine preventive maintenance inspection. There was no patient involvement

Manufacturer narrative:
E1: address line 1 "(B)(6)." One device was returned for repair. It was reported that the device was displaying error code 41786. The device has not been serviced in the last 12 months. Visual inspection found the device was in overall good condition. Functional testing found a faulty mainboard. The mainboard was replaced, and the device has since passed all functional and accuracy testing.